Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. After leakage test was performed test passed required specification, therefore failure mode reported for leakage wasn't confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check, the customer noticed gas was leaking from the anesthesia circuit. No patient injury was reported.